Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Medical records were obtained. Medical records indicate patient was revised due to recurrent dislocation. There was some metallic staining that was cleaned up off the acetabulum. Doi: (B)(6) 2012; dor: (B)(6) 2012. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The only available medical record is that of the revision operative report dated (B)(6) 2012. The preoperative diagnosis was recurrent dislocation of the right hip and the surgeon directly visualized the head that was dislocated posteriorly. The surgeon revised both the head component and placed the liner with a constrained cup component. There are no other records, history and physical or physician progress notes prior to or following this procedure. There is a note that after the incision was made there was some "yellowish" fluid that was removed and cultured but those cultures are not available for review either. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Medical records were obtained. Medical records indicate patient was revised due to recurrent dislocation. There was some metallic staining that was cleaned up off the acetabulum.

Event description:
Update 4-24-15-pfs and medical records received. A correct doi was provided. After review of the medical records for MDR reportability, the revision operative note indicated dislocation. Part/lot is being updated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.